Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced damaged packaging where the sterility was compromised. The following information was provided by the initial reporter: the plunger cap was deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. The returned syringes were examined, and it exhibited broken thumbpress. The automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were zero (0) notifications noted that pertained to the complaint. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. Unable to perform complaint lot history check due to unknown lot number. Manufacturing (holdrege) will be notified of the observed issue. Due to the batch being unknown, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.